Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by orthodontist that found the patient to have a malocclusion as class ii mandibular retrognathic with buccal cross bite of teeth #5 and #12, severe bi-maxillary crowding and deep impinging overbite greater than 100% with palatal periodontal trauma. The specialist recommended that a malocclusion of this severity should be treated in clinic and monitored by licensed doctors to ensure periodontal damage is prevented or limited. The severity of this case could reasonably be considered beyond the scope of "at home treatment" aligner therapy and possibly damaging to the patient's periodontal health. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.